Event description:
The customer reported the subject device exhibited an image issue and displayed a b30 error code (scope communication error) and an e315 error code (non-compatible endoscope). The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunction of a b30 error code. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issues (image issue and b30 error code) were confirmed. It was observed the subject device was not displaying an image and showing a b30 error code. It was observed there was fluid invasion inside the connector. The image was not displayed even after aeration. The image was displayed when temporary m-plug was used. The reported issue (e315 error code) was also confirmed. In addition, service found there was a leakage from the m-plug, there were minor scratches on the control body, and the scope connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the b30 error was due to breakage of the video connector plug (m-plug). The following are probable causes for the broken m-plug: water which invaded the subject device from leaked location. Earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Insertion/removal of scope connector while dirt and/or fluid adhered to scope connector contacts. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿important information please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ olympus will continue to monitor field performance for this device.